Event description:
It was reported a revision surgery was performed because the x-ray showed the implant integrity was compromised/no fusion present at site (device migration). This was associated with the top level of a two-level mobi-c construct. A culture was performed and the patient was found to have a mold infection. This is report one of two for this event.

Manufacturer narrative:
It is unknown which of the two implants migrated post-operatively. Expiration date: dec 1, 2025 or sep 1, 2025. UDI number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00003.

Manufacturer narrative:
H4: jan 18, 2021 or dec 8, 2020. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: no product was returned, however an x-ray was provided. The migration was confirmed via the x-ray. The infection is unrefuted. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown trauma, patient or operational factors. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device use: this devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed because the x-ray showed the implant integrity was compromised/no fusion present at site (device migration). This was associated with the top level of a two-level mobi-c construct. A culture was performed and the patient was found to have a mold infection. This is report one of two for this event.